Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus vascular stent graft products is identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure through the right arteria femoralis, the operator allegedly experienced resistance and the stent was only partially deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing record review was not performed, as the information available does not reasonably suggest a manufacturing process may have caused or contributed to the reported event. Investigation summary: the stent graft delivery system was not returned for physical evaluation; however, photos were provided and it can be confirmed for the partial deployment and sheath fracture. In this case the vessel was tortuous and the lesion was predilated. The system was flushed prior to use and resistance was reported during deploying the stent. Based on the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus endovascular stent graft products is identified in d2 and g5. H10: d4 (expiry date: 05/2022), g4. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure through the right arteria femoralis, the operator allegedly experienced resistance and the stent was only partially deployed. The procedure was completed using another device. There was no reported patient injury.